Event description:
The customer contact reported backflow of fluid. The pt was receiving an unspecified solution using an unspecified primary tubing set. The secondary tubing set was connected to the primary tubing set for a delivery of an unspecified antibiotic. After an unspecified length of time in use, the customer reported that the primary solution backflowed into the secondary solution bag. There were no reported adverse pt effects. Multiple unsuccessful attempts have been made to obtain add'l info.

Manufacturer narrative:
The customer indicated that the device was discarded. A rep device from the same lot was rec'd. Investigation is not complete. The reporter was contacted and info on reprocessing of the device was requested; however, the info was not obtained.